Manufacturer narrative:
Additional information was received on (B)(6) 2019. The explant date was rescheduled to (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female who underwent primary breast augmentation with unknown mentor saline prostheses experienced left sided deflation post procedure. The deflation was confirmed through a physical examination. As a result, replacement with mentor saline implants is scheduled for (B)(6) 2019.